Manufacturer narrative:
The lot was manufactured between 06-20-2018 to 06-21-2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 3000 ml eva tpn bag was leaking from the bottom right corner at the heat seal. This issue was noted after compounding the device with total parenteral nutrition (tpn) and shipping to the patient¿s home. The patient observed the issue while unpacking the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.